Manufacturer narrative:
Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed failure. Failure analysis found the primary failure of engagement failure to be related to the customer reported complaint. The instrument was found to have 5 engagement failures based on log review and was replicated during in-house testing. Log review shows error code 22020 indicating "installed sureform 60 failed to engage on usm2 (roll axis hardstop check failed)." The instrument was installed onto the system with an in-house drape and seal. The instrument failed the recognition and engagement tests on all three attempts. There was physical damage found. The root cause is not determinable/applicable. Install 1 ¿ failed engagement; install 2 ¿ failed engagement; install 3 ¿ failed engagement. An additional observation related to the customer reported complaint was identified. The instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to manufacturing. A review of the instrument log for the instrument (pn480460-9 /lot # l12220925-0663) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 9 uses remaining after last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the sureform stapler 60 instrument failure to engage. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported one sureform stapler 60 failed to engage on the 4th firing, and after many attempts at removing and reinstalling a second stapler was obtained. The second stapler fired once and then failed to engage. The procedure was converted to open surgery with no reported injury. Refer to the record with patient identifier (B)(6) for the first stapler issue intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was approximately 35 minutes of delay in the procedure. There was no patient harm or injury. The procedure was converted to open due to the davinci stapler would not work, the handheld stapler would not reach the proper angle needed, the surgeon said that if the davinci staplers had worked he would not have needed to convert to open. Therefore, the procedure was completed by open surgery. The surgeon believed that the inability to use the stapler as planned cause the or contributed to the report outcome. There was no issue noted during set up or for port placement. The customer attempted to reset the instrument multiple times. The procedure was in progress for approximately 1 hour when the issue occurred. There are no video recordings of the procedure. The patient demographics were provided and updated to the case.